Event description:
It was phoned in by the sales rep that the proplege coronary sinus catheter's introducer was found to be leaking during the case. No patient injury was reported, it was a slow drip. The device was discarded by the hospital. The leak was at the end of the case, "once the catheter was removed, they were trying to cap and it continually leaked from the introducer." After playing with the introducer, they were able to stop the leak. No patient injury was reported.

Manufacturer narrative:
Device was discarded by the hospital. The product was not returned and the root cause could not be determined for this device. Therefore, a CAPA was not initiated for this event. This information will be included in trending and future CAPA determinations.